Event description:
Information was received from a consumer (con) regarding patient receiving unknown drug via an implantable pump. The indication use was for non-malignant pain. The patient reported 'for a month and a half¿, it took them two to five minutes to bolus. ¿to find the pump, they lifted it up an inch and a half, turn the pump (handset) sideways, turn the communicator at a 45-degree angle, and then jiggled the communicator.¿ after those steps, they were able to connect to the pump but was not able to bolus due to fifty-three minutes of lockout. They had to restart a lot, but they do not remember the service code. They will call back for service code. The patient mentioned their '3 drug cocktail' was recently changed but did not know the names. The pump was going to be moved five inches from the original location to somewhere above the iliac crest. The healthcare provider (hcp) is going to put it in a new pocket. The catheter will be repositioned since it repositioned itself. He will request to move the pump forward so he can reach it better. The patient rib was fused so had they trouble reaching back to where the pump was. Fluoroscope was performed and there some dye in the catheter. They cannot recall the procedure since they have memory issues. The healthcare provider (hcp) did not believe that the pump was out of place but they want them to move the pump so they can access it easier for boluses. The surgery will be on (B)(6) 2023. The communicator will be shipped once they received a new communicator. The issue was not resolved. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID a820 , product type: software, product ID: tm90t0, serial# (B)(6). Product type: accessory, product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.